Manufacturer narrative:
B3: date of event was estimated based on aware date as the event date was not reported.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter wrapped around two wires, and everything had to be removed. The case went fine but the catheter completely had to be cut to remove it from the body. There were no patient complications.